Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 5 years, 11 months due to unknown reason. The explanted device was replaced with a 23mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 5 years, 11 months due to endocarditis (staphylococcus lugdunensis) with severe stenosis. The explanted device was replaced with a 23mm 11060a aortic valved conduit. Per medical records, patient presented with fever and fatigue and was found to have bacteremia from staph lugdunensis with a negative echo and was discharged on IV antibiotics. Patient returned to hospital for large splenic infarct and was diagnosed with endocarditis. Tee revealed av restricted cusp motion and small mobile mass on lvot side of valve leaflets and likely involvement of aortic mitral curtain with abscess and perforation. Intraoperatively, heavy vegetation was noted present on aortic valve with close proximity to the previous left coronary button, requiring root replacement. Significant aortic root abscess extending into the anterior leaflet of mitral valve benetrating into the dome of the left atrium was also noted. This was repaired with a pericardial patch. A 23mm 11060a valve was implanted and coronary arteries were sutured in place. Patient was weaned from bypass without difficulty. Tee demonstrated competent bioprosthetic valve. Small leakage around the patch was noted but not significant in volume. Patient was discharged on pod#12. Per pathology, explanted aortic valve consisted of aggregate of sheets and pieces of synthetic mesh with attached sutures and white fibrous tissue.